Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The nurse reported the patient had not started pd therapy and was uncertain how the patient could have peritonitis. The cause of peritonitis was unknown. Hospitalization, treatment and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.